Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap nissen. According to the reporter: the rep states that - during the procedure, the stitch dislodged from the needle. The was no surgical time extended, blood loss exceeding 500cc or and damage to tissue. No sample was returned.

Event description:
According to the reporter: the patient is well. No component fell into the patient's cavity.